Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. There was no damage on the device. A review of the event history log evidenced the reported backup audible alarm post error. The customer reported product problem was replicated upon power up. The issue occurred because the main board (with a high profile blue tokin cap) failed to operate as intended. The main board was replaced as a result. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that there was a backup audible alarm. No patient injury or complications were reported in relation to this event.